Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 to treat lower back pain. After successful activation of the system, the patient later reported inadequate pain relief which was found to be caused by migration of the implanted leads. A surgical revision was performed on (B)(6) 2024 to place a new system back at the desired nerve target to regain pain relief for the patient.

Manufacturer narrative:
There are no reports of external trauma. Cause of the system migration is unknown. Migration of components is a known inherent risk of implantable neuromodulation devices.